Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they didn't feel like the placement of their current implant was right. The patient further clarified that with their previous two ins' (the patient confirmed the previous ins' were replaced due to normal battery depletion) they felt like they really helped their symptoms and they felt the stimulation in a different area. The patient stated now, they felt the stimulation still in the bike-seat but it was "lower" now and it didn't seem to help their symptoms as much. The patient stated since they got their current ins, it didn't seem to be working as well because they had bladder pain again where the previous two devices controlled their bladder pain. The patient stated no when their bladder started to fill they'd start having bladder spasms which were painful and that's what they used to experience prior to getting implanted. The patient stated they were still getting a 50% or greater reduction in their symptoms, but their symptoms were worse now with the current system than they were with their previous ins'. Patient services reviewed therapy expectations with the patient and redirected the patient to their managing health care provider to further address their symptom concerns. The patient also stated that since probably about 3-4 months ago, they felt like something was going on with their implant. The patient stated that the therapy kept cutting itself off even after they charged it but patient services did not ask any further questions about this comment as they were focused on the reason for call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.